Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2018-nov-28. It was reported that the patient¿s implantable neurostimulator (ins) was dead and it stopped responding to the charger. They wanted to find a way to re-connect it or ¿wake it up¿. There were no further complications reported or anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - non-malignant pain/ complex reg pain syndrome type ii. It was reported that there was poor communication. Patient stated she tried to connect to the neurostimulator (ins) but was getting poor communication screen. Patient reported they last felt stimulation yesterday and were able to last successfully charge 2 weeks ago. Patient stated she usually charges every 1.5 weeks. Patient reported no falls or traumas. Troubleshooting did not resolve the issues. No further complications were reported/anticipated.